Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: patient in or on propofol and levophed drips. Alarms for "air in line" and "upstream occlusion" kept alarming. Patient's map decreased into the 50s during medication interruption. Restarted medication on new pump and issue recurred. Rescue medications needed to be given to support patient's blood pressure while attempting to troubleshoot alarms. New bags and tubing were then obtained and tried and alarms resolved. Afterwards, microscopic air bubbles could be seen, but no accumulation of air was present. There was not any apparent way of removing those microscopic bubbles, as clicking the tubing and letting the solution run free into disposal did not move most of them.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.